Manufacturer narrative:
The electrode pads were returned and evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported events. The electrodes passed all testing. The electrodes were able to be recognized by the device and obtain ECG readings. Testing of the electrodes did not change the energy levels of the device. Additionally, electrodes from retained samples of the same lot number 3916 did not reveal any irregularities that would have contributed to the customer's report. It's important to note that insufficient solder was found on a resistor, which may have contributed to the customer's report. However this could not be firmly established. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the associated defibrillator was unable to detect these attached electrode pads and self selected the energy level. Complainant indicated that there was no patient involvement in the reported malfunction.